Manufacturer narrative:
This event has not been officially provided to oticon medical as a complaint or reportable event. Only discussed with the sales rep during a meeting. Further info has been requested. The implant has not been returned to oticon medical at the time of this report and limited info about the occurred have been received. Implant loss is considered by the MFR to be an adverse event, since it is not caused by malfunction, or have caused serious injury or death. Implant loss is known to occur, based on known facts for titanium implants intended for osseointegration. Trauma to the abutment that might cause implant loss is considered in the risk management and included in the pt info. There are no indications that the occurred is a result of mfg or component failure.

Event description:
Pt was implanted during autumn 2010 or early 2011, no detailed info obtained. The pt suffered implant loss, during osseointegration period. No info at the time, ni, received from the clinic at the time of this report. The event occurred in the (B)(6).